Manufacturer narrative:
Manufacturing evaluation: the valve was received submersed in an unidentified liquid. Visual inspection - no significant deformations or damage were detected. Permeability test - results have shown that both valves are permeable. The shunt assistant while permeable, had a slower than expected flow rate. Adjustment test - the progav was tested and is adjustable throughout the normal range. Braking force and function test - the brake function was operational,and the braking force is within the given tolerances. Computer controlled test - the opening pressure was measured using a miethke testing apparatus. The results showed that neither valve was operating within acceptable tolerances. Results - after the tests, we have dismantled the valves. Inside the valves we found a significant build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of mal-adjustment. At the time of our investigation, the valves were shown have over-drainage. It is possible that the deposits observed inside the valves could have caused the observed malfunction. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav valve could not be adjusted. A patient underwent a shunt implantation procedure on (B)(6) 2018. Sometime later, maladjustment of the valve was noted; it repeatedly returned to 2 cm after 24 hours. The valve was replaced on (B)(6) 2019 due to this malfunction. Further details have been requested.